Event description:
The account alleged that the foot left brake caster will lock but will still swivel. No report of injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.